Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not showing on the station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not showing up. A technical support specialist (tss) connected to the server and checked visit ID, confirming the patient had been admitted. The tss verified that messages were crossing to the server, the station lhed was communicating properly, and there were no upload/download issues. The admission inactivity days setting for lhed was confirmed as 10 days. An all-device events report was run for the visit, which showed the last transaction occurred on 8/7/2025, exceeding the 10-day inactivity limit and causing the patient to drop from the station. The customer reported the issue as resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not showing on the station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.